Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan alleging that the one touch ping meter displayed an error 5 message. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The pt said the issue started on (B)(6) at 6:50 pm. She said she felt hungry and confused before the product issue started. She denied receiving any treatment. According to the troubleshooting performed with customer service, the pt's testing steps were correct. It is not the first time the product is being used. This complaint is being reported because the issue was not resolved with troubleshooting. The product did not cause or contribute to a serious injury because the pt's symptoms started before the reported issue first occurred. There was no indication that the pt's symptoms deteriorated since the pt did not receive any form of medical intervention after the product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.